Event description:
Per the audiologist, the pt hit his head in 2008. Results on an integrity test done on nine days later showed the cochlear implant was not functioning properly. The pt's device was explanted on the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.